Manufacturer narrative:
Problem code 2907 captures the reportable event of feeding tube detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when physician pulled the peg tube from the abdomen, it snapped into half. The procedure was completed with a new endovive safety peg kit push method.   There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when physician pulled the peg tube from the abdomen, it snapped into half. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the feeding tube was received separated. Residue was present on both interfaces of the transition joint between the peg tube and introducer dilator. The peg tube and introducer dilator were reconnected, and excessive force was required to pull the two components apart again. The complaint was consistent with the reported event of feeding tube detached/separated. It is likely that several factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube is being pulled through, contributed to the reported complaint. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed, and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when physician pulled the peg tube from the abdomen, it snapped into half. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.